Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement regarding the device not operating correctly, they reported the device didn't seem to be doing the job like the old one. This was not caused by normal battery depletion. The cause was unknown. The issue was not yet resolved.. When asked what steps were taken to resolve the stimulation issue, they reported they will find a urologist locally that can diagnose and correct what is going on with it. The issue was not yet resolved.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient's spouse was calling to ask for assistance/guidance/information for mris because the patient needed an MRI scan of their brain. Patient services reviewed MRI mode with the caller and the patient is eligible for head/brain only scans. When walking the caller through deactivating the MRI mode, the caller stated they did not want to turn the therapy back on because it wasn't "operating correctly" and the patient went to the bathroom "quite a lot." The caller further clarified that the therapy had worked for awhile, but then, "all of a sudden", (either right before their move in (B)(6) 2022 or right after their move), it just stopped working and the patient no longer felt the stimulation. The caller stated that they did make changes but for whatever reason, the device wasn't really working the way the old one did. The caller stated the old ins worked beautifully for the patient but this one no matter what they adjusted it to, the patient continued to have problems. The caller denied that the patient had any falls or traumas that would have led to the issue. Patient services reviewed the patient could follow up with a health care provider (hcp) to check the implanted system and to discuss next steps. The patient moved in (B)(6) 2022 so the patient currently did not have a managing hcp. Patient services sent the caller hcp listings. The caller was going to research hcps and follow up with an hcp about the patient's concerns.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient representative called back regarding MRI compatibility. Caller stated patient still had part of their old lead. Caller needed to know the model of the old lead for MRI staff. Reviewed lead model number and provided tech support number to caller if MRI staff had further questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.